Manufacturer narrative:
The complainant was contacted for return of the device. The customer has indicated that the event electrode pads were discarded and they are not available for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
During a routine shift check by a clinician, the associated defibrillator inappropriately recognized these adult electrode pads as pediatric electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.